Event description:
It was reported there was a sudden loss of stimulation and therapeutic effect. Patient had lost stimulation suddenly and was referred to health care professional for system change out. Pre-op all electrodes showed elevation with no stimulation. Intra op battery disconnected and lead tested still showing elevated or out of range impedances. There was no obvious visual damage. Lead and implantable neurostimulator (ins) were explanted. Patient wanted to change ins to a rechargeable battery. After placement of new ins and lead the patient had good stimulation with normal impedance range. There were no injuries, symptoms, or adverse events to the patient. Surgical intervention was required for system change out. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).